Event description:
The company was made aware that the patient was experiencing nystagmus and vomiting. A CT scan was performed and showed the patient's electrode array was placed in the vestibule. The patient was admitted to the hospital on (B)(6) 2012, and received IV unassyn. Repositioning surgery to correct the placement of the electrode array occurred on (B)(6) 2012. Fluoroscopy taken after the repositioning surgery verified correct placement of the electrode array. The patient was discharged and prescribed augmentin on (B)(6) 2012. Advanced bionics is in the process of gathering more information; once more information is obtained a supplemental report will be submitted.